Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The customer observed evidence of a past, dried leak (crust on the probe wipe) and an active leak onto the countertop. The leak was uncontained and consisted of approximately 5 ml of diluent. The customer was running patient samples when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. Erroneous results were not reported outside of the laboratory; results have been requested but have not been provided for review. The operator was wearing lab coat, protective eyewear, and gloves when the event occurred. There was no report of biohazardous exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and confirmed the evidence of the salt build up on the probe wipe, inside the instrument and all over the white blood cell (wbc) bath and hemoglobin lamp assembly. The fse could not reproduce the leak from the probe wipe however changed the probe wipe housing and associated tubing as preventative maintenance. Upon cleaning the wbc bath, the fse discovered a leak from restricted diluent port at the top of the wbc bath. The fse replaced the tubing and associated check valve (lv11) and y-fitting resolving the leak. (B)(4).